Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a blood glucose of 67 mg/dl on the morning of (B)(6) 2015. Customer was given something to eat but his blood glucose was still 41 mg/dl. Customer was taken to the hospital by his mother and has been having a lot of low blood glucose lately. Caller stated that she brought her son home and gave him manual injections while on the boat. Customer's mother stated that the pump was off while the customer was swimming. Customer treated with food and his blood glucose was 115 mg/dl after eating popsicles. Customer was given glucagon before going to the hospital. Customer was admitted on (B)(6) 2015. Customer's mother stated that he swam a lot and has a post athletic lag. Customer had a diabetic seizure after his blood glucose hit 41 mg/dl. Customer was then taken to the hospital. Customer had another seizure on (B)(6) 2015 while at camp and was not hospitalized.